Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed by performing a labeling review, a review of all complaints associated with the architect tsh assay (ln 7k62) and architect tsh reagent lot 37926ui00, a review of all non-conformance reports and deviations associated with the lot in question and by completing the accuracy testing. Returns were not available for the investigation. The labeling review identified that there are instructions in the product labeling to assist the customer in troubleshooting this issue. The complaint review did not identify any atypical complaint activity for architect tsh reagent lot 37926ui00. A review of all non-conformance reports and deviations associated with the likely cause lot and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacturing. Accuracy testing of the retained lot met all validity and acceptance criteria. Based on the evaluation results, no deficiency or product malfunction were identified to be related to this issue.

Event description:
The customer stated that discrepant architect tsh results were generated from one patient. First sample from this patient was serum and generated a result of 7.28 uiu/ml. Then the sample generated an aspiration error of 3350 due to a low sample volume. A second plasma sample from this patient was tested and generated results of 0.22 and 2.41. Another serum sample from this patient was also tested the next day and results of 6.90 and 6.66 were generated. The 6.90 result was then reported out with no impact to patient management.